Manufacturer narrative:
The hydrus microstent remains in-situ after repositioning and is not available for evaluation. The device history records were reviewed for this manufacturing lot; there were no discrepancies or unusual findings that relate to this complaint and all released product met specification. Elevated iop was most likely not related to the device positioning as the patient continued to experience elevated pressures after the repositioning procedure. Elevated iop, and microstent repositioning are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient with a history of selective laser trabeculoplasty and xen gel stent implantation underwent hydrus microstent implantation on an unknown date. The implantation was complicated by poor visibility intraoperatively. On post-operative exam, the implant was noted to be malpositioned with the distal tip posteriorly located and the surgeon noted that the "iop did not come down as expected after surgery." On (B)(6) 2022, the iop was 17mmhg on 2 topical meds and diamox and bcva was 20/70. On (B)(6) 2022, the surgeon repositioned the hydrus microstent and subsequently reported that the implant was correctly positioned but the iop remained "high due to abnormal outflow drainage of [the patient's] glaucoma."